Event description:
It was reported that following a trial procedure, the patient was experiencing excruciating pain from the procedure and was prescribed with muscle relaxers. The patient was able to improve fifty percent from the trial and finished the trial period. The explanted trial leads were disposed by the facility.